Event description:
It was reported that during a vascular diagnostic procedure, the coating of the zipwire hydrophilic guide wire "disappeared" after 2 or 3 passes through the guide catheter. It was further reported that the coating of the guide wire wire did not detach in the target vessel. The location of the lesion being treated is unk. A 5fr diagnostic catheter was also used in the procedure. The procedure was successfully completed with another guide wire. No pt injuries or complications were reported. Add'l info has been requested.